Manufacturer narrative:
(B)(4). The analysis results confirmed that only the bag from a pouch device was returned. Upon visual evaluation, the bag was noted to be fully cinched and torn near the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the pouch broke near bottom of bag (not the seam) while removing the specimen. Case completed with another device of the same product code. There were no patient consequences reported.